Manufacturer narrative:
Other, other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that there was a discrepancy with the expiry date on the product label. Exp date is 2026-09-20 on the sticker with the hourglass. On the other side of the unit box, there is different label sticker with an expiry of 01/01/00. Device is available for return providing there is an immediate replacement of 3 items. (Product is available for investigation on receiving replacement). Purchase order / sales order details do not match smiths. Purchased from distributor (689766 - aidacare pty ltd). No patient injury was reported.

Manufacturer narrative:
Other, other text: investigation of this complaint was done based on photos received. On the photos, there are shelf cartons and unit packs of the devices. Manufacturing labelling is correct including expiry date of product (2026-09-20). Distributor labelling on shelf cartons has incorrect expiry date (01/01/00). The failure which is subject of this customer complaint was not caused by the manufacturer as stated in documented evidence attached to this complaint and acknowledged by the distributor - stock is being returned the distributor and labelling correction will be done by distributor.e4 is unknown, no information provided to date.